Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4 lead into the header of this device resulting in high impedances and oversensing. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that one day after this device implant oversensing was observed due the right ventricular (rv) lead position to close to the tricuspid valve. Also, the atrial lead is under-inserted and showing out of range pacing impedance measurements. Boston scientific technical services (ts) provided suggestions of surgical intervention to correct the measurements. Additional information has been requested from the field for device and lead model serial numbers and if follow up with the patient has been completed, no response had been received thus far. The device remains in service. No adverse patient effects were reported.